Manufacturer narrative:
Further investigation revealed corrosion damage within the device. The mid speed motor was identified as the primary cause of the failure. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
The stryker micro sagittal saw was sent in for repair and overheating was discovered during the quality investigation. The device exceeded the maximum allowed temperature rise during testing. No adverse event was associated with the device.